Event description:
Pt was status post rectal carcinoma, who was taken to surgery for colostomy take-down, bowel anastomosis and ileostomy. During the end of the procedure the device (eea curved intraluminal stapler) was fired and it was noticed that only 1/2 row was stapled. The interior side of the bowel was stapled but the posterior side did not staple. The surgeon had to hand-sew the set of the anastomosis.